Manufacturer narrative:
(B)(4). Batch # t93931. Investigation summary: the analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 5 conforming clips. Upon testing, the jaws opened and closed without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device lot and batch number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device misfired several times. At one point, the device would fire and eject clips, but the next firing would not produce a clip at all. Sometimes the clips would eject and on other firings they would not. The device would fire and then stop firing. The clips that were ejected were not formed evenly (one leg longer than the other). The procedure was completed with no patient consequences were reported.